Manufacturer narrative:
The reported condition was verified. A batch review was conducted and there were no deviations related to this reported condition during the quality control inspection of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small black floating particle was found inside a secure eva dual chamber bag. It was further reported that a 0.2 micron filter was used to pump the order and that the filter integrity test passed. The floating particle was noted by the pharmacy during the packaging process. There was no patient involvement. No additional information is available.